Event description:
It was reported that during a wrist procedure, the ar-1090nh-1 was opened for the case but the case scope did not work and the ar-1090nh-1 could not be used. The case was completed by using a different wrist scope.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error in fitting the device correctly to the mating part. Without the return of the device for physical evaluation, the complaint allegation cannot be confirmed.